Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt, that caused injury and damage to the patient. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt, that caused injury and damage to the patient.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Section b5: additional information received per the medical records indicate that the patient has a history of left sided deep vein thrombosis while on chronic anticoagulation therapy. The filter was deployed via the right common femoral vein. The device was placed without difficulty. The patient tolerated the procedure well. There were no complications. The results of diagnostic scans done approximately five years and eight months after the index procedure indicate that the patient had multiple small hepatic cysts, a contracted gall bladder, numerous calculi in gall bladder, cholelithiasis and a massive hiatal hernia that had increased in size over the previous five years. The report also noted stenosis at the origins of the celiac and superior mesenteric arteries. Stenosis and chronic occlusion of the right common iliac vein could not be excluded.   The results of computed tomography (CT) scans done approximately seven years and six months after the index procedure indicate that the filter had a 7.19 degree tilt right-to-left and 13.61 degree tilt posterior-to-anterior. A total of six prongs were perforated through the inferior vena cava with a maximum distance of 6.55 cm. It was also noted that the filter was located mid l3 vetebral body to the l4-l5 disc space. The diameter of the inferior vena cava directly above the filter measures 18.67 m by 16.21 mm. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter strut outside the inferior vena cava and tilting of the filter. The patient became aware of the reported events approximately nine years after the index procedure. The patient continues to experience consistent pain and discomfort in the lower abdomen when sitting and standing. This has negatively affected the patient's quality of life. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes left sided deep vein thrombosis (dvt) while on chronic anticoagulation therapy. The filter was deployed via the right common femoral vein. There were no reported complications. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilt, that caused injury and damage to the patient. The results of diagnostic scans done approximately five years and eight months after the index procedure indicate that the patient had multiple small hepatic cysts, a contracted gall bladder, numerous calculi in gall bladder, cholelithiasis and a massive hiatal hernia that had increased in size over the previous five years. The report also noted stenosis at the origins of the celiac and superior mesenteric arteries. Stenosis and chronic occlusion of the right common iliac vein could not be excluded. The results of a CT scan done approximately seven years and six months after the index procedure indicate that the filter had a 7.19 degree tilt right-to-left and 13.61 degree tilt posterior-to-anterior. A total of six prongs were perforated through the inferior vena cava with a maximum distance of 6.55 cm. It was also noted that the filter was located mid l3 vertebral body to the l4-l5 disc space. The diameter of the inferior vena cava directly above the filter measures 18.67 mm by 16.21 mm. Per the patient profile form (ppf), the patient reports perforation of the filter strut outside the inferior vena cava and tilting of the filter. The patient further reports consistent pain and discomfort in the lower abdomen when sitting and standing. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.